Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarm (cartridge alarm 25) occurred as customer was asleep. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections and resumed insulin therapy.